Event description:
Boston scientific crm received information that, one day post-implant, this lead had dislodged. No adverse patient effects were repono adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was performed and the lead was repositioned. No further information is available. This report will be updated if more information becomes available.